Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient had a couple surgeries in the last two months and last week the patient had to have emergency appendicitis and had an appendix removed. Patient did not take their controller with them to turn their stimulation off during the surgery. The pt was told that the machine they used to cauterize might mess the programming up and patient was pretty sure it had because they forget how much the therapy helped until it was not working anymore. The therapy was still working but not working like it did. Patient had a gradual increase in pain so they were given real strong pain medicine coming home from the hospital so they did not notice it right off away but the patient noticed it probably thursday evening but they thought they probably overdone it for thanksgiving because they had a si joint stabilization in october 7th and they were still recovering from that. By yesterday the patient not iced the therapy was no longer working. The patient was redirected to their healthcare provider to further address the issue.